Manufacturer narrative:
It was reported that the backrest hinge was broken and, additionally, the backrest actuator was physically damaged. The customer stated that they could not raise the backrest section and that the bed function was not operating. Based on the information received during the manufacturer¿s investigation process, such damage might occur when an external force is applied to the backrest section or when the bed frame is blocked. The instructions for use for enterprise 8000 (746-571-UK-2¿ 09/2012) indicates that:"when the bed is operated, make sure that obstacles such as bedside furniture do not restrict movement." The arjo device failed to meet its specifications when the backrest hinges and the actuator broke. The bed was in use for patient treatment when the hinge breakages occurred. The complaint was assessed as reportable due to the allegation that the backrest hinges broke while the patient was on the bed. There was no injury sustained. The device was distributed outside the us, and no gudid information is available. H3 other text : device is not available for the inspection, customer have already repair the device on its own.

Event description:
On september 23, 2025, arjo china sales and service unit, while performing the review of medical device adverse event mentoring system found one incident reported by a hospital. It was claimed that on (B)(6) 2025, when staff was trying to adjust the position of the bed for the critically ill patient, it was noticed that the button responsible for the backrest section adjustment was ineffective, which delayed the treatment position for the critically ill patient and posed a risk of changes in vital signs. It was confirmed that no patient injury was sustained as a result of the bed malfunction. They replaced the bed for another and were able to adjust the bed position. The engineers from facility discovered that the connection point of the backrest bed body was broken, causing the backrest to tilt laterally and get stuck in the backrest actuator, resulting in mechanical damage to the backrest actuator. After replacing the backrest hinges and the backrest actuator,the device started to operate correctly. Ssu contacted with hospital, received information that no injury in the event, the hospital repaired the device by itself.